Event description:
On (B)(6) 2022, the lay user/patient¿s neighbor contacted lifescan (lfs), alleging that the patient¿s onetouch ultramini meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged power issue began on (B)(6) 2022. The patient manages his diabetes with 2 types of insulin. In response to the alleged issue, the reporter indicated that on (B)(6) 2022, the patient stopped his bolus insulin (20 units 3 times a day at mealtimes) but continued to take his basal insulin (80 units once a day). The reporter informed the cca that 3 days after the alleged issue began, the patient started to feel bad and experienced symptom of ¿sweating a lot¿. The emergency medical services (ems) were reportedly notified for assistance. When ems arrived, the reporter claimed the patient¿s blood glucose measured ¿21 mg/dl¿ on the ems meter. The patient was treated with food and drink and felt better afterwards. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca noted the meter would not power on manually when the power button was pressed. The cca noted the test strips associated with the complaint were expired since september 2017. The reporter indicated the meter may have been dropped a couple of times but could not confirm how many times or from what height. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged issue began. The subject meter could not be ruled out as a cause or contributor to the event.